Manufacturer narrative:
The serial number of the customer's cobas 8000 c702 module is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received a questionable crej2 creatinine jaffé gen.2 (crej2) result from one patient sample tested on the cobas 8000 c702 module. On (B)(6) 2024: the initial result of the initial patient sample was 8.12 mg/dl. This result did not fit the patient's history prompting the collection of a new patient sample and the rerun of the initial patient sample. On (B)(6) 2024: the result of a new patient sample was 0.87 mg/dl. This result was deemed correct. The repeat result of the initial patient sample was 7.97 mg/dl. The initial result was not reported outside the laboratory.

Manufacturer narrative:
The field service engineer inspected the module and verified the probe, gear pump, and rinse unit were all working according to specifications. The investigation reviewed the calibration data, alarm trace, and precision checks and the results were according to specifications. The customer stated that the samples were most likely mixed up and did not belong to the same patient. The investigation determined the patient sample mix-up had caused the event. The investigation did not identify a product problem.